Event description:
The customer reported discrepant high pco2 when compared to repeat testing of the same sample on a different instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested data files and more information. Investigation will commence once they are received. The cause of this event is unknown.

Manufacturer narrative:
Additional information was requested from the customer, however not all information and data files were able to be provided. Without the requested information and data files, the root cause of the event remains indeterminate. With the information available, a lot review was performed on the card lot in question. The card lot was performing as intended at time of release. No systemic product problem identified.